Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was flushed. During aspiration, a blood leak and "lots" of air bubbles were observed. An exchange wire was placed inside the faradrive steerable sheath clear prior to aspiration. A pressure bag was used at a drip rate for irrigation. The procedure was completed using another faradrive steerable sheath clear. No patient complications occurred. The product is not expected to return due to contamination.

Manufacturer narrative:
B5 describe event or problem - updated.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was flushed. During aspiration, a blood leak and "lots" of air bubbles were observed. An exchange wire was placed inside the faradrive steerable sheath clear prior to aspiration. A pressure bag was used at a drip rate for irrigation. The procedure was completed using another faradrive steerable sheath clear. No patient complications occurred. The product is not expected to return due to contamination. It was further reported that the leak was observed from the one-way valve. The leak was constant, foaming in the syringe.